Event description:
Additional information was received that a procedure delay occurred as a result of the infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products: product ID d-evolutfx-34 (lot: 0011686303); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a complete atrio-ventricular block (cavb) occurred when the left ventricular wire crossed, prior to insertion of the valve and delivery catheter system (dcs) into the patient. A pre-implant balloon aortic valvuloplasty (bav) was performed with a vacs iii 24mm balloon. The valve and dcs were inserted into the patient, and deployment was initiated after crossing the annulus. The team changed to left anterior oblique (lao) view at a position around node 5, and the valve was deployed to the point of recapture. However, the valve had poor expansion and was not attached to the left coronary cusp (lcc) side, as seen by fluoroscopy. Echocardiogram was performed, and infolding was suspected, however difficult to confirm. The valve was recaptured and deployment was attempted again. Upon checking the point of recapture region, clear infolding was observed. The physician stated that it seemed like the valve was pressed by the calcification in the non-coronary cusp (ncc)-lcc joint. The valve and delivery catheter system (dcs) were discarded. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 25mm balloon. A new valve and dcs were successfully used for implant. The patient¿s cavb continued after the procedure, but resolved when the patient was leaving the operating room. No adverse patient effects were reported.